Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 1556200500 and 510k# k131321 and UDI# (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient present with adult scoliosis; and underwent oblique lumbar interbody fusion, transforminal lumbar I nterbody fusion, posterior lumbar fusion at levels th8-s2ai. On an unknown date, post-op, rods on both sides of l5-s1 broke. Hence, a revision surgery was performed on (B)(6) 2019, in which both the rods were removed. As one cage was inserted from the left side in the initial surgery, a spinal cage with the same size was inserted from the right side in this revision surgery. On both sides, 5.5mm cobalt chromium rods were installed and two crosslinks were inserted. The surgery was then completed.